Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent revision procedure approximately one month post-implantation due to disassociated. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
Reported event was confirmed by review of one g7 dual mobility liner 40mm d was returned and evaluated. Visual inspection of the liner identified visible wear on the outside diameter likely a material transfer of the shell to the liner. The polar boss of the liner had damaged and it is unknown if this damage likely caused the liner to disassociate. The liner was 100% cmm verified at the time of manufacturing. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.